Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg site was inflamed, sore and tender. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.